Event description:
The iab leaked. The iab was removed and a second was inserted into the pt. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: unk. -reported 2/10/97. Pt's current status: unk -reported 2/10/97.